Manufacturer narrative:
A visual examination of the device revealed the blue nylon coating of the pullwire had been peeled at the interface between the pullwire and delivery system wire loop. The nylon coating of the pullwire was peeled down to wire in multiple areas. Remnants of the peeled nylon coating were returned. The return device was consistent with the complaint incident that the device pullwire coating peeled. The edge of the percutaneous stoma measuring device (psmd) has been determined to be too sharp thus catching on the nylon coating of the pullwire and causing the coating to peel as the pullwire is pulled through the psmd. The design of the psmd has been determined to be the most probable root cause of the failure. There is an ongoing CAPA related to this issue.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, when the physician removed the pull wire, from the patient's stomach it was noted that the coating of the pull wire had peeled off. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, when the physician removed the pull wire, from the patient's stomach it was noted that the coating of the pull wire had peeled off. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.